Event description:
It was reported that there were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 corrected fields: a2, a4, a5, a6, b5, b6, b7, e1, h6 (health effect- impact code) the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the nozzle had foreign objects. A root cause could not be identified. Based on the investigation results, the most probable cause of the reported malfunction could not be identified. The most probable cause for foreign objects could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. The legal manufacture reviewed the customer-provided cleaning disinfection and sterilization (cds) processes and identified no obvious deviations from the instructions for use (IFU).

Event description:
It was reported that the colonovideoscope had a noisy image. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1 - address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The date of the event is unknown. A supplemental report twill be submitted when provided.